Manufacturer narrative:
The amplatzer septal occluder was returned to aga medical in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The device was loaded and deployed from a test loader without any deformities. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. We recently received records and images we requested and are in the process of submitting them to our consultant for review; when our investigation is complete, a supplemental report will be submitted.

Event description:
According to the initial information received, a 10mm amplatzer septal occluder (aso) was attempted in a (B)(6) patient but was found to be too large for the defect. The native defect measured 5x7mm and was sized with fluoroscopic guidance. The rims were found to be sufficient and a secondary defect inferiorly positioned was identified. Next, an 8mm aso was implanted. The next day, an echocardiogram revealed the defect was not closed and was confirmed by a chest x-ray leading to the realization that the 8mm aso had embolized. The 8mm aso was percutaneously snared and the defect successfully closed with a 12mm aso.

Manufacturer narrative:
Imaging review: review of the medical records and images by agas medical consultant resulted in the following findings: the patient was a (B)(6) male who was found to hemodynamically significant atrial septal defect with evidence of right ventricular enlargement. Cardiac catheterization was performed to close the asd. Transesophageal echocardiography (tee) was utilized during the procedure. Two defects were seen; the first defect was larger and located just behind the aorta and closer to the superior vena cava. The second defect was small, located inferiorly toward the ivc and near the atrio-ventricular valves. The smaller defect was closed first with a 4mm aso device. The larger defect was crossed and initially a 10mm device was attempted. It was removed and replaced with an 8mm aso. Tte (transthoracic echocardiography) the next morning revealed persistence of shunting in the retro-aortic area and only one device was observed. A chest x-ray revealed that the 8mm aso had embolized. The patient was brought back to the cardiac catheterization laboratory. Initially, the device was thought to be in the pulmonary artery but after an angiogram of the pulmonary artery, it became clear that the device was in the descending aorta. The device was percutaneously removed using an 8f sheath. Balloon sizing of the defect was performed and a 12mm aso was deployed successfully. The patient did well. Catheterization reports, fluoroscopy, angiograms and two cds with 4 echocardiograms were provided. The intra-procedure echocardiogram revealed a very thin atrial septum that bowed into the right atrium. The defect during atrial diastole (when the defect bowed toward the right atrium) was relatively small but in atrial systole, the septum folded on itself and the defect was at least 10mm. The atrial septal rims were thin although adequate in size; the av valve rim was adequate in length; the aortic rim was of good size; and the svc and ivc rims were also of good size. The first defect that was crossed was the lower and smaller defect. A 4mm device (by report) was placed. The second defect was crossed and an 8mm device was placed. There was trace shunting seen between the edge of the device and the aortic rim after the device was released. The next day, tte showed only one device with moderate volume left to right flow. Function was normal and valve competence was normal as well. Tee was performed after the patient was brought back to the cardiac catheterization laboratory. Balloon sizing was performed which was followed by placement of 12mm aso device. Conclusion according to agas medical consultant, the 8mm device embolized because: sizing - the true size of the larger defect was underestimated as evidenced by the fact the posterior rim was thin and folded during atrial systole. The true size of the defect was at least 10mm without balloon sizing and the edges of the septum did not seem to have much support to hold the device. Margin of safety - the combination of device under-sizing and the lower margin of safety due to the smaller, right atrial disc caused the device to embolize into the left atrium and ultimately into the aorta. Balloon sizing - balloon sizing was not performed during the initial attempt but was performed during the subsequent attempt which resulted in the use of a 12mm device.